Event description:
It was reported to gore that a patient underwent hernia repair with gore dualmesh biomaterial and experienced a post operative surgical wound infection which exposed the gore dualmesh biomaterial. Due to exposure, the mesh became infected and was removed. The patient had a normal recovery and was discharged (B)(6) days post operative.

Manufacturer narrative:
It should be noted that the instructions for use includes the following warning and addresses possible adverse reactions, "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, adhesion, fistula formation, seroma formation, hematoma, and recurrence."